Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine and hydromorphone (unknown concentrations and doses) via an implantable infusion pump. Indications for use included malignant breast pain. It was reported that the patient reported weakness, dizziness and sedation on (B)(6) 2015. Then the patient reported altered mental status on (B)(6) 2015. The clinical diagnosis was intrathecal (it) medication side effects. The programming date from the most recent refill prior to the event was on (B)(6) 2015. Interventions included reprogramming on (B)(6) 2015. The event resulted in in-patient hospitalization. The etiology was related to the device or therapy, not related to the implant procedure, and related to the it medication. The drug action that caused the event was increased dose. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.